Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of under delivery that led to high blood glucose level and the patient had to be hospitalised for three days. The symptoms reported at the time of hospitalization were feeling unwell and vomiting. Patient was treated with intravenous insulin drip. No further information available.